Event description:
It was reported that the device motor was not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals of bottom case was removed and barrel clamp case was intact. Device top case is cracked by tube holder. No damage on bottom case. Plunger head is cracked by all screws. Functional and occlusion testing was conducted. The reported event of motor not running was replicated during occlusion tests. Motor not running was identified in event history log review. The reported issue was confirmed. The root cause was determined to be main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling). This issue was caused by the customer's incorrect assembly of the device. The following actions were taken: re-assemble and realigned main pc board. Addition repairs included: replaced cracked left and right plunger case, cracked top case, upgraded power receptacle, worn leadscrew, right and left clutch and clutch spring, main board. Cleaned, greased and recalibrated. Functional and delivery tests all passed after repair.